Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The evaluation results showed that the instrument channel was leaking; the objective lens had worn glue, minor edge chip, and discoloration inside; the light guide lens had worn glue, big edge chip, and minor scratches. There was insufficient glue around the nozzle pin and cuts on the a-rubber. A-rubber glue was cracked, lifted, and discolored. In addition, the insertion tube was buckled near the a-rubber glue, scratched and dented on the 10 cm. The repair was refurbishment level iii. The repaired scope was shipped to the customer on july 18, 2019. In addition, an ess had been dispatched to the user facility for reprocessing training, and there was no deviation of the observed reprocessing reported.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The service center has followed up with the user facility via telephone and in writing but with no result. The service center is unable to confirm or rule out a patient infection and is submitting this report conservatively.

Event description:
The user facility informed the service center that the gastrointestinal videoscope is thought to be retaining tissue. The user facility reported potential patient infection.